Event description:
Facility reported that the hanger bar on a rpa600-1 patient lift fell off the boom and onto the patient laying in bed. Patient was in the sling at the time of the event. No indication of how far off the bed the patient was lifted prior to the hanger bar falling off. No alleged injury or medical intervention.